Event description:
It was reported that device alarms distal occlusion before 9 psi. There was no patient involvement.

Manufacturer narrative:
B3: (B)(6) 2025 was the month and year of the reported event, but the exact day was not provided. E: phone number ext.(B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the downstream occlusion sensor, which was determined to be out of calibration.the product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The dso sensor was recalibrated and the device passed all testing.